Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Functional testing was unable to be performed. A pairing test was performed with a known good transmitter and failed. There was no data log available to confirm the reported event of a loss of connection. The complaint confirmation was unable to be determined. The probable cause was determined to be a defective transmitter. No additional patient or event information is available.